Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. In addition the ring #1 has broken adhesive and fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Both curves are placed in the template shaded area. The device passed the dimensional test. X ray image revealed that the center support is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06nov2015. It was reported that the catheter was kinked. The intellatip mifi¿ xp temperature ablation catheter was selected for mapping of the right ventricular outflow tract. After approximately 2-3 minutes of mapping it was noted that the tip of the catheter had kinked/bent right at the pivot of the asymmetric curve. The catheter was removed and the case was completed with a blazer prime 7f 4mm asymmetric catheter. No patient complications were reported and the patient status is stable. However; returned device analysis revealed broken adhesive between the electrodes.